Event description:
It was reported that there was damage to tandem-provided charging cable, and it could no longer be used to charge the pump. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.